Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. (B)(4).

Event description:
It was reported that an unspecified bd device broke at the needle and leaked during use. The following was reported by the initial reporter: "before the operation, the patient was punctured with the indwelling needle and the indwelling needle entered the patient's body and found that the intravenous indwelling needle was broken when the inner trocar was removed, and the patient's blood flowed out along the indwelling needle. The indwelling needle was immediately removed to comfort the patient and the operation was performed again. The patient expressed understanding ."